Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of the supraventricular tachycardia (svt) resulting in inappropriate anti-tachycardia pacing (atp) and shock. The patient was subsequently hospitalized for further evaluation. The rhythmcare team reviewed the device data and provided guidance on the how the rhythmmatch feature works. Due to the patient rhythm and morphology change at higher rates, the rhythmcare team discussed the consideration of providing the patient with a holter monitor and provided programming changes. This device remains in service. No additional adverse patient effects were reported.